Event description:
It was reported that boston scientific technical services (ts) received a call from the patient after they were hospitalized. The patient received a shock from their device which they described as different from previous shock deliveries, and they wanted the field representative to come interrogate their device. Ts asked to speak to a healthcare professional, and the physician decided to place the patient on a cardiac monitor for the night and interrogate the device in the morning. The device and lead remain in service. No additional adverse patient effects were reported.